Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The patient reported the recharger is not working correctly for the last two weeks. Patient stated it is taking 30 min to charge the implant from 50% to 100% and it used to take 5 min. Patient stated they recharge the ins once a week. Controller draining. Agent asked patient to connect with the controller and controller shows ins 70% and controller 60% charged. Agent confirmed there is no visible damage on the controller port. Agent asked patient to inspect the recharger telemetry module (rtm) cord for damage and patient said there is no visible damage on the rtm cord. Agent recommend cleaning the pins and port on both devices. A request was sent to the repair dept for rtm replacement. Agent reviewed device function. Historical information: patient said the implant has never worked correctly since the implant was replaced. Patient mentioned the first time they turn the controller on it was not working right. Patient called back stated they received the new recharger telemetry module (rtm) cord but the end of the cord have a 2 inch plastic piece and too wide to plug into the controller port. They cannot get the plastic piece out of port. Patient sent picture or both rtm. Patient they could not plug the new rtm cord into the controller at all. Patient stated the controller port is fine and they can charge the controller. Agent confirmed the plastic piece did not come out of controller port. Agent reopened the case and sent request to the repair dept for rtm. Patient called back regarding an MDR letter they received after the first call from this case and provided reference number: (B)(4). Patient provided more information about the implant not working correctly: patient said the implantable neurostimulator (ins) is not functioning and they keep getting the same letter saying we want to know what you are going to do about it. Patient said they waited until (B)(6) 2023 to turn the device on after implant because they were told by the manufacturer representative (rep) to wait to turn the device on until the area heals. Patient said they turned the device onthat first time and the device wasn't working. Patient didn't have any problems with their rep, but the rep just wasn't able to do anything about it when something isn't functional to begin with. Patient clarified the device not functioning and said when they turn the ins on, it's almost like it overheats because after 10 minutes of being on, the device stops. Patient said the highest they have intensity is 0.6 and said most of the time, the ins is off because as soon as the ins shuts down and stops, patient will turn stimulation off because they are afraid it will overheat inside of them. Patient said the ins has been off for 5 weeks now and they hadn't turned the ins back on yet. Patient said back when it was discovered the ins wasn't working correctly, they were offered $900 towards a new ins, but patient said they'd have to go back to their insurance company and ask for $34,000 towards another new ins when the last ins never worked correctly, which was not going to fly with them and patient wasn't going to go back to their insurance company and ask for that. Patient said if they put a defective device in to begin with, they should just be replacing the ins right then and there, but that wasn't the offer the patient was given. Patient said they didn't hear anything after that $900 offer. Patient didn't think that $900 offer was acceptable, especially since the device wasn't 5 years old, the ins didn't work since the first time it was turned on after implant and should have been replaced. Patient provided direct answers to the questions: what steps were taken to resolve the implant never worked correctly? Well, there were steps, it's just that going to my insurance company and saying they're going to give you 900 off another 35000 unit is not going to fly. If they put a defective in to begin with, they should be replacing it. Have implant issues been resolved? If not, what other actions were taken? After the $900 no other action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.